Event description:
A 24mm diameter x 14mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. The pt had a history of chronic obstructive pulmonary disease. The diameter of the proximal non-aneurysmal aortic neck was 20-21mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal neck was 160mm. The aneurysm and iliac sizing are unknown. The pt had moderate vessel tortuosity and little calcification. It was reported that the stent graft was pulled down in the aortic neck while pulling back the runners and the stent graft covered the left hypogastric. The physician deployed an aortic cuff in the proximal aortic neck. It was reported that it was noted after the case that the right iliac artery had no pulse and was occluded. The physician performed a thrombectomy of the right iliac artery. After the thrombectomy, an angioplasty was performed. A final angiogram demonstrated successful exclusion of the aneurysm and no endoleaks. The stent delivery system was discarded. No add'l info is available and the pt is reported to be fine.